Event description:
The customer reported via phone call indicating that the insulin pump had a damaged. Customer's blood glucose was 107 mg/dl. The customer noticed discoloration on screen, rainbow colors blue, orange and brown of the lcd screen. The customer can't read the screen. The customer was to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No rainbow colors or discoloration on screen noted. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.